Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that she had a quarter-sized lump that was red, warm to the touch, and appeared infected at the pod site that she had removed. Patient reports that the lump got bigger, redder, and hotter so she called her diabetes provider who advised that she go into urgent care. The urgent care prescribed her doxycycline (100 mg taken two times a day). She reports that they also told her to use hot and cold packs on the site. She reports that she took the antibiotic for a few days and it was not working, so she then went to the emergency room (ER) because site was getting worse. The patient stated that the ER did a cat scan to check for an abscess, and there was no abscess found. She reports they also gave iohexol, and antibiotics (could not find name/dosing details), and IV pain medications (ketorolac). She had a previously scheduled visit with her internal medicine provider the following day, and he assessed the site and changed her antibiotic to clindamycin (300 mg three times a day for 10 days). The original pod was discarded.